Event description:
Device malfunction: stent jumped. Symptoms / ae: placement of an unplanned stent. Time of malfunction / ae: during the procedure. It was reported that during a right internal carotid artery stenting procedure, the stent jumped during deployment, not fully covering the lesion, requiring placement of a second stent. There was no adverse pt sequela reported. One day post-procedure, the pt was discharged to home. Although requested, there was no add'l info provided.

Manufacturer narrative:
Study event. Evaluation summary: the stent remains in the pt and the customer reported the delivery system was discarded; therefore, device investigation could not be performed. Stent jumping during deployment may be the result of, but not limited to, pt's vessel geometry or vessel diameter, which could have been larger than the stent, the stent not apposing the vessel wall when the stent was fully deployed or inadvertent movement of the handle during deployment. Rx acculink instructions for use states "prior deployment, remove all slack from the delivery system." Based on the available info, a conclusive cause, for the stent jumping, could not be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure. As part of manufacturing quality process, all catheters are inspected during the final inspection to ensure the product structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.